Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20 <(>&<)> d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a generator. It was reported that a replacement unit was shipped and failed its electrical safety due to a severe ground fault when being powered on, causing current to be pushed out of the chassis ground. The device was never placed into service. There was no patient involved.

Manufacturer narrative:
H3: generator was tested and the power issue was confirmed. It was found that the unit did not power on/replaced. H6: codes b02, c02 & d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred preoperatively and there was no patient involved.